Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by patient conditions. The mitral regurgitation (mr) was an outcome of slda. A definitive cause for tissue damage could not be determined. The reported patient effects of tissue damage and mr are listed in mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, increased mr and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing mr to 2-3. On (B)(6) 2020, it was noted one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The anterior leaflet was suspected to be torn and the mr increased to 3-4. No treatment was performed at this time. No additional information was provided.